Manufacturer narrative:
The following sections were updated/corrected/added: b4, e1, g3, g6, h2, h6 and h11. The complaint for thrombus formation (device) post procedure was confirmed with other empirical evidence via information reported by edwards clinical specialist. The reported event does not allege or indicate that a device deficiency has occurred. Available information suggests patient factors (anticoagulant regiment) is a possible contributing factor for the reported thrombosis. Nevertheless, a definitive root cause cannot be established. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where during the procedure the act was above 250. After the procedure the regurgitation was reduced to trace. The patient was discharged with double antiplatelet therapy with ass and ticagrelor. Within 40 days post procedure, there was progressive thrombosis of the valve with consequent stenosis and insufficiency. On post-operative day (pod) 54, a scheduled follow-up tte revealed reduced leaflet motion and moderate to severe tricuspid regurgitation. Also noted was an increase of mean gradient to 11mmhg from 2mmhg after implantation, as well as suspected thrombi on the leaflets. The patient is noted to have terminal heart failure nyha IV and heart decompensation with weight gain of about 7 kg. The patient refused to stay in the hospital and went home. The hospital will contact the patient to try and implement anticoagulation therapy.